Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
During a call for assistance with insulin pump programming, customer reported having a blood glucose level of 459 mg/dl. Troubleshooting showed that the insulin pump was functioning correctly. No further information was provided.